Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer shut down the medstation, removed the back panel, disconnected and reconnected the rowboard cable from the drawer control board for drawer 3.1, locked the back panel, and powered the station back on to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was failed. The customer stated that the malfunction occurred when the user was tried to issue medication to the patient, but they were able to remove medication. However, there were no adverse events or injuries reported based on this event.